Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon experienced difficulty when attempting to remove the end cap in question. The end cap, a nail, and one lateral locking screw were left in the patient. A surgical time delay of thirty (30) minutes was reported. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. Device was not successfully explanted ¿ parts of the original implant remain in the patient. Parts remaining in patient ¿ failure to remove. Device is not distributed in the united states, but is similar to a product marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: july 13, 2012 - expiry date: july 1, 2022. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.